Manufacturer narrative:
Concomitant product: product ID: 8703w, lot# l38429, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
Follow-up information received from the healthcare provider noted that due to the motor stall, the intrathecal sufenta was removed from the pump and replaced by preservative free saline as a precautionary step. Patient's back pain was stabilized by oral hydrocodone.

Event description:
Additional information received reported the pump was explanted and replaced on (B)(6) 2014 due to a rotor stall. It was reported that the patient recovered without sequelae after the device was removed. It was noted that there was no patient injury related to event.

Manufacturer narrative:
Analysis of the pump revealed a motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Event description:
It was reported that a motor stall occurred. Pump logs indicated that a motor stall occurred on (B)(6) 2014, at 16:03, with no recovery. The patient did not have an MRI. The patient was at home, fixing a washing machine, at the time of the stall. The pump was to be replaced as soon as they were able to coordinate with the surgeon. At the time of the report, the patient was ¿doing okay¿. It was planned to give the patient oral medications. The device system contained sufentanil. It was later reported that the pump alarmed and the patient¿s therapy efficacy was absent. The patient was placed on oral medication. It was unknown why the motor stall occurred. It was later reported that patient¿s physician was ¿out due to having his knee replaced¿ and would not return until mid-february. At this time, the patient was not scheduled for a pump replacement yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).